Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Based on the device data we received, the root cause of the observed perforation cannot be determined.

Event description:
Rv lead perforated the rv apex. Plexa was explanted and a new one implanted in rv septum area.